Event description:
It was reported that the ventilator generated multiple errors. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided service report and problem description. No parts were returned. Our field service engineer (fse) was on-site to investigate the issue further and could narrow the issue down to the control cable. The faulty cable was replaced and sw version 2.1 re-installed. After replacing the control cable, the ventilator passed all functional and safety test and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined.

Event description:
Manufaturer's ref. #:(B)(4).